Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all the internal wires were broken. The broken wires are consistent with the loss of stimulation observed in the field. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the physician explanted the replaced the patient's lead. Surgical intervention resolved the issue.